Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/13/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Moisture was observed on the pump¿s printed circuit board. The display was dim and discolored.